Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they jumped into a pool and forgot they were attached to the device. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 145 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.